Manufacturer narrative:
Insulin pump up arrow button did not respond, due to corroded keypad trace. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm. It was also reported that the buttons on the insulin pump are unresponsive. Customer stated that they were in a vehicular accident, however their insulin pump was not damaged. Customer's blood glucose level at the time 127mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.